Event description:
It was reported that a patient experienced a hernia resulting in a swollen scrotum coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The next day, pd therapy was discontinued and the patient began hemodialysis (hd) therapy. The peritoneal dialysis registered nurse (pdrn) reported that there were no overfill events prior to this event. The patient is scheduled to have hernia repair surgery on an unknown date. At the time of this report, the patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis could not be completed. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a follow-up report will be submitted.